Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the jawline with 2 ml of juvéderm® volux¿ xc, in the midface with 2 ml of juvéderm® voluma¿ xc, and in the lips with 3 ml of juvéderm® volbella¿ xc. The patient reported ¿right side lumps and bumps with erythema, discomfort, and warm to touch.¿ event status is unknown. This is the same event and the same patient reported under patient identifier (B)(6) ((B)(4)), (B)(6) ((B)(4)). This emdr is being submitted for the suspect product, juvéderm® volbella¿ xc.